Event description:
Healthcare worker experienced hydrogen peroxide burn after handling instruments from a completed cycle in the sterrad nx. Some moisture on the load was noted with white powder on a fiberoptic cord. Worker touched the load without gloves. The symptoms resolved within a few minutes. No medical attention was required.